Event description:
The customer reported that during a procedure, the screen went black and there was no fluoro. No patient injury was reported.

Manufacturer narrative:
The ge service rep was unable to duplicate the malfunction. He replaced the monoblock assembly. The system tests satisfactory with no errors.